Event description:
It was reported that a clearlink non-dehp solution set leaked from where the ¿bottom of the filter and the tubing are connected.¿ this occurred during priming with a non-baxter drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown but was sometime in the week of (B)(6) 2014. Evaluation summary: the device was received for evaluation primed and spiked into an empty sodium chloride solution bag. No defect was observed during visual inspection. The sample was functionally tested and checked for leaks by spiking it into an in-house 1000 ml solution bag filled with distilled water, repriming, and establishing a continuous flow; the sample primed and flowed normally with no leaks found. The tubing bonds at the filter housing inlet and outlet ports were then pull tested. The remaining tubing bonds throughout the remainder of the set were also pull tested. All bonds passed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.